Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite during planned maintenance (pm) and received a message on mobile view station (mvs) frame rate error. The image acquisition system (ias) interconnect cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, during planned maintenance (pm) there was a low frame rate error on the imaging system. There was no patient present when this issue was identified.